Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 250cc breast implants and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2024.

Manufacturer narrative:
On aug 5, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 250cc breast implant was found to have an area of missing material at the end of a tear on the anterior view measuring approximately 2.9 x 2.1 cm and 5.1 cm respectively, and another area of missing material on the posterior view measuring approximately 0.2 x 0.4 cm. Microscopic examination was performed on the edges of both missing materials and the tear, and parallel striations were found in an area of both missing materials on the anterior and posterior view, measuring less than 0.1 cm in both areas of missing materials. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of both missing materials and tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the issue reported were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).